Manufacturer narrative:
Fsca number: (B)(4). The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During device preparation for the premature ventricular contraction procedure, the catheter was connected, but could not be recognize on the ensite. The ensite was power cycled and the catheter reconnected with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.